Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. B3. Date of event is approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain indications. It was reported that 'probably since the last time I saw the doctor,' 'about the last month or two, the patient had been unable to connect their equipment to their pump. The patient reported 'about 9 out of 10 times, they tried to use it to deliver a dose, and it 'wouldn't do anything.' When they went to see their doctor today, they couldn't get the patient's equipment to connect either, and they told the patient to call medtronic to see about getting a replacement. The patient clarified 'the circle will show with 0% and that's as far as you get, you can't get to search (searching for pump),' and appeared to reference a telemetry delay. Agent assisted patient in clearing data. Prior to clearing data, patient's data was 406 kb and mentioned total was 30.94 mb. After clearing data, the patient was able to successfully connect to the pump and deliver a bolus well without issue. The patient referenced this was an improvement. The patient then read an expected 1-hour lockout. When the agent inquired about the pump medication, the patient mentioned they had visited the doctor's office earlier that day for a pump refill. The doctor replaced the old medication, which the patient believed was dilaudid, with a new, unspecified medication. The patient would monitor telemetry delay and call back for assistance as needed.